Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that two xlif pituitary instruments were fractured when trying to remove plif cages in a revision xlif. It was confirmed that all parts of xlif instruments were retrieved from the patient.